Manufacturer narrative:
The user experienced severe hypoglycemia requiring hospitalization while on ilet therapy. Severe hypoglycemia requiring treatment with oral glucose and IV dextrose is consistent with acute metabolic decompensation requiring medical management. Review of available information identified that the user removed the insulin cartridge while leaving the infusion set connected to the body. The user subsequently reinserted a cartridge into the ilet without disconnecting from the body and without rewinding the pump. Following reconnection, the user experienced declining glucose values and later developed muscle weakness requiring emergency medical treatment and hospitalization. The user remained hypoglycemic despite initial treatment and was admitted for observation. The user was subsequently educated on the importance of disconnecting the infusion set from the body whenever handling the cartridge. Engineering review could not be performed because device logs had not been synchronized and were unavailable for analysis. Based on available information, the event is attributed to use-related error involving cartridge handling while connected to the body. No device malfunction has been identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 40 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with oral glucose and IV dextrose, and discharged on (B)(6) 2026. No long-term health effects were reported.